Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 30, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint handpiece with the iol was received. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge tip. Inspection of the cartridge revealed that there was no viscoelastic residue dispersed throughout the cartridge, suggesting that an inadequate amount of ovd may have contributed to the observed issue. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens was removed from the cartridge, however it came out in pieces. The lens could be observed to be torn, and damaged, as well as having detached haptics. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Hence, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) has a bad haptic. The issue was noticed upon opening the package. There was no patient contact. Customer clarified that the inner pouch was not opened or unsealed when it was received. No further information was provided.